Manufacturer narrative:
It was reported by the customer contact that "light handles slide over the non-sterile area and becomes contaminated". It was reported that this is believed to have caused a surgical site infection. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Light handles slide over the non-sterile area and becomes contaminated".